Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. Identifying information, such as the part number or lot number of the plates, was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During post-market surveillance activities, paragon 28 became aware that a paragon 28 hammertube implant broke post-operatively and was revised. It was reported that the hammertube break was caused by a lack of soft tissue release within the area. The surgeon used a 2.0mm screw to revise the joint.